Event description:
Patient was in cvor for robot assisted mitral valve repair/replacement. Case ended normally with no unusual incidents. It was determined post-operatively that the patient suffered a large air embolus to the brain. Clinical staff requested co2 insufflator inspected to determine as a possible cause of the event. Manufacturer response (as per reporter) for co2 insufflator, high flow laparoscopic, thermoflator.report pending after manufacturer evaluation.